Event description:
A (B)(6) pt contacted zoll customer support to report a battery fault when his battery was placed in the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon eval, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.